Manufacturer narrative:
(B)(4). The user facility¿s biomedical engineer (biomed) spoke with manufacturer technical support (ts) and it was determined that the pressure module was not assigned. Ts talked the biomed through how to assign the module. The biomed assigned the module successfully. There will be no part return for evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the pressure module was yellow and it would not do any pressure readings during preventive maintenance (pm). There was no patient involvement.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.